Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered and the activated clotting time (act) after the trans-septal puncture was 232. The patient's la pressure was 12 mmhg. A watchman access system (was) was positioned and two 24mm watchman laa closure device & delivery system (wds) were used. The initial 24mm closure device was deployed, but fully recaptured. The second 24mm closure device was successfully implanted in the laa of the patient. There were no complications that occurred. Four hours post procedure the patient had a drop in blood pressure. An echocardiogram was performed which showed that the patient had a pericardial effusion. The physician drained 400cc of fluid from the patient. The patient was sent to the intensive care unit to recover. The patient recovered well and was discharged from the hospital.